Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited high out-of range shock impedance measurements (greater than 125 ohms). The system has displayed shock impedance measurements in the 90-110 ohms range. It was also noted that the patient recently received shock therapy, and these shocks showed impedance measurements in the range of 90-92 ohms. Boston scientific technical services (ts) discussed continuing to monitor the system. Additional information from the field representative indicates no additional troubleshooting was performed and they plan to continue normal monitoring with no additional testing. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This investigation will be updated should further information be provided.